Event description:
The customer reported problems that the lift column was not working. The up down button needs to be fixed.

Manufacturer narrative:
The ge service rep verified the ps3 failure. He replaced the power supply.